Event description:
Per the clinical trial report, during a transaortic tavr procedure, a steady stream of blood was noted to be coming out of the hub of the 24fr ascendra+ sheath while the guidewire was inside. The operator was advised by the edwards clinical specialist to reposition the guidewire and delivery system to be coaxial within the seals of the sheath, but this did not change the amount of bleeding. There was no impact to the patient and the patient left the operating room in stable condition.

Manufacturer narrative:
The sheath was returned in a used condition and was deemed too bloody to be safely removed from the decontamination lab. The sheath cross-slit valve was visually inspected and appeared to be misaligned. The seal was re-aligned when inserting an introducer and guidewire. Due to the condition of the returned device, all testing was done in the decontamination lab. Therefore, hemostasis testing could not be performed on the returned device. During functional testing, the sheath was flushed with water while a guidewire was inserted. Multiple tests revealed it leaked no droplets, one droplet, or two droplets. These droplets are considered to be negligible. An introducer was inserted and the sheath was then flushed with no observed leaks. The sheath was then flushed after the guidewire and introducer were removed and no leaks were observed. Attempts were made to recreate the misalignment of the seals with the introducer to mimic how the device looked as received. All attempts were unsuccessful as the seals remained aligned no matter how fast or what angle the introducer was removed from the sheath. A device history records (DHR) review revealed no issues that could have contributed to this event. Evaluation of the returned device revealed no manufacturing non-conformities. There were no issues observed during flushing the sheath with or without an introducer/guidewire; therefore, the complaint could not be confirmed. Additional information from the site revealed that attempts were made to align the guidewire coaxially as much as possible; but due to room constraints, they were unable to straighten the guidewire completely. Based on complaint history, there was one similar event which could only be replicated in the edwards lab when the guidewire was placed between the valve's slits. Therefore, it is likely in this case that procedural factors (i.e. Guidewire not being properly placed coaxially within the sheath) caused or contributed to the reported complaint. The thv training manuals for the ascendra sheaths instruct the operator to "ensure that the guidewire is aligned coaxially within the sheath at all times" and "if excessive bleeding is observed, reposition guidewire to the center of the sheath housing." The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The ascendra+ introducer sheath set is not sold or marketed in the us; however, it is deemed similar to the ascendra introducer sheath set. Similar device reporting under 21cfr part 803 only requires reporting of device malfunctions and serious injuries related to device malfunctions. In this case, there is no indication a serious injury occurred as a result of the device malfunction. However, a steady stream of blood was noted to be coming out of the hub of the 24fr sheath while the guidewire was inside. The investigation of this event is ongoing pending evaluation of the device.